Manufacturer narrative:
Received one new device, primary plum set for inspection. No damage or anomalies noted. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12/1/2025.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Used device was discarded and an unused device from same lot will be returned for evaluation. Additional contact information (B)(6).

Event description:
An incident occurred on an unspecified date in (B)(6) 2025 involving primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm was reported that rituximab leakage was detected from the air filter vent. As the sets are contaminated, the affected products have been disposed of in accordance with hospital policies. There was patient involvement and no harm/adverse event reported.